Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent reported to physio-control that their customer's device locked up when the device was powered on. The device would not complete its boot-up. It was also observed that the service led was illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.